Event description:
During incoming inspection of the product by a tech, complainant alleged that device was reporting a "bridge test failed" message. The complainant indicated that there was no pt involvement in the reported malfunction.